Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub. The following information was provided by the initial reporter: "this item was reported in safety huddle by xxxxx today and a pacer was filed... I will have my team pull all of these to isolate them until we have further direction. It looks like the needle came apart from the hub."

Manufacturer narrative:
H6: investigation summary it was reported the needle came apart from the hub. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web and the other photo shows a needle hub and a needle with residues of white epoxy. No other information could be obtained from the photos. A device history record review was completed for provided material number 305196, lot 2357382. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub. The following information was provided by the initial reporter: "this item was reported in safety huddle by (B)(4) today and a pacer was filed. I will have my team pull all of these to isolate them until we have further direction. It looks like the needle came apart from the hub."